Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Our investigation is ongoing and we await receipt of the product for analysis. Upon completion of the investigation, a final report will be submitted.

Event description:
It was reported that the dermatome was taking a thinner graft than the settings indicated. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the device would be sent to the taiwan repair centre for service and annual calibration. Prior to repair, the device operated within motor speed specifications but was outside calibration and side to side specifications. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (b)(6 2017 which included replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal and external e-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the dermatome was taking a thinner graft than the settings indicated¿ was confirmed since prior to repair it was noted that the device was outside calibration and side to side specifications. The root cause of the reported event was due to the device being outside calibration and side to side specifications. The issue was resolved with the replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, external e-ring and calibration of the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.